Manufacturer narrative:
B3: date of event - manuscript received date of 27aug2023 used as event date is unknown. Literature citation: milutinovic, s, lopez-mattei, j, rosen, j. Et al. Circumflex to left atrial appendage fistula associated with watchman flx closure device. J am coll cardiol case rep. 2024 feb, 29 (4). Https://doi.org/10.1016/j.jaccas.2023.102202.

Event description:
It was reported via a literature article that a device failure to seal and a fistula occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). After an unreported period of time the patient presented to the hospital with progressive dyspnea upon exertion. The patient underwent invasive coronary angiography (ica) for suspected acute coronary syndrome. Ica demonstrated flow from the proximal circumflex artery to the laa and left atrium. Computed tomography (CT) confirmed the fistula (1.8 mm by 8 mm) coming off from the proximal circumflex artery to the laa where the closure device was implanted. A peri-device leak measuring 4.7 mm with an uncovered small lobe of laa was identified. There was no evidence of a fistula on previous ica in 2010. The patient was instructed to continue antiplatelet therapy and the fistula will be addressed with medical therapy.